Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that "in the absence of the battery, the device does not start up correctly." There was no pt involvement.